Event description:
Account states there were live instances of failure of the suciton canisteres. 3 cases of spontaneous implosion of suction canister at the base, 1 case spontaneous loss of vacuum from suction device, which was previously checked and functional. Full thickness crack noted in base of canister. In 1 case the vacuum connection port on top of canister broke off spontaneously.